Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. No new device system was implanted at this time. This lead was capped and surgically abandoned a year before. There were no additional adverse effects reported. The device remains in the possession of the explanting hospital.